Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and was seen in-clinic. The patient was putting up shelves and lifting heavy items above the head at the time of the event. Upon provocation movements, noise was created when the muscles around the device were stimulated. The device moved forward when the patients arms moved upward. However, the device and electrode manipulation and tapping of the electrode resulted in no noise. Chest x-ray showed good lead and device position. Data analysis was performed, and boston scientific technical services observed myopotential oversensing in the primary vector and very low r-wave and t-wave ratio. Technical services suggested further analyzing the use of secondary vector, as might be a better choice, ensuring good therapy. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that the patient with this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and was seen in-clinic. The patient was putting up shelves and lifting heavy items above the head at the time of the event. Upon provocation movements, noise was created when the muscles around the device were stimulated. The device moved forward when the patients arms moved upward. However, the device and electrode manipulation and tapping of the electrode resulted in no noise. Chest x-ray showed good lead and device position. Data analysis was performed, and boston scientific technical services observed myopotential oversensing in the primary vector and very low r-wave and t-wave ratio. Technical services suggested further analyzing the use of secondary vector, as might be a better choice, ensuring good therapy. No additional adverse patient effects were reported. This device and electrode remain in-service.